Event description:
The main body graft was deployed approximately 5mm below the lowest renal artery. Completion angiogram noted a proximal type I endoleak. An attempt was made to seal the leak with a second ballooning of the graft with the molding balloon catheter. Endoleak still persisted. A main body extension was placed approximately 5mm above the top of the fabric material of the main body graft, just below the lowest renal artery. Final angiogram noted a resolve of the endoleak.